Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the inside of the camera head and camera cable was flooded. -the inside of the camera cable cover was corroded. -the lens of the camera head¿s main body was flooded and cracked. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the following from the device evaluation results. -the endoscopic image was not displayed due to flooding inside the device. -the inside of the camera cable was flooded. -the inside of the ccd was flooded. From the above, it is possible that the endoscopic image was not displayed because the video function did not work properly due to a malfunction of the ccd and camera cable due to flooding. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to sorc on suspicion of a broken camera cable. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image was not output due to flooding inside the camera head¿s main body and camera cable. The occurrence date of event is unknown. There was no report of patient injury associated with the event.